Event description:
It was reported the patient experienced incontinence when picking up a flower pot, three days after implant. Everything was going well prior to the event. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the patient still had some leaking and groin discomfort. The patient stated the leaking came and went and it had been like that since implant. After working out two day prior to this report the patient had some groin discomfort. The patient stated that after surgery no one came to explain anything. The patient wanted to schedule an appointment with a manufacturing representative.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2014, product type: programmer. Patient product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).